Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 rails did not feel secure and the drawer was difficult to pull out, with the drawer observed to be over-extending. A field service engineer (fse) replaced the drawer bumpers, after which the device functioned properly. The repair was verified through diagnostics and customer testing, and all tests passed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wed1 drawer 1 rails did not feel secure, and the drawer was difficult to pull out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.